Event description:
Hysterectomy performed on (B)(6) 2010. From the very beginning, the pain level was high and I experienced 6 months of hives and strange sensations. Painful intercourse; incontinence, and sharp vaginal pain occurs with no apparent cause. Transvaginal mesh was used in the hysterectomy to correct prolapsed uterus, bladder, and rectum. Reason for use: prolapsed bladder, rectum, and the uterus.